Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was reviewed, and there were no issues related to the complaint. A receiver functional test was performed and passed all relevant tests. The complaint that the receiver ceased to function could not be confirmed. The root cause could not be determined.